Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin received with cracked case display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on their insulin pump. The customers blood glucose level was reported at 65 mg/dl. Product is being replaced. No further information provided.